Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a sales representative reported via (B)(4) that an ar-3670 fibertak biceps implant set experienced an issue during use. While attempting to pull the drill out of the drill guide, the drill became stuck and would not disengage from the sleeve. After the drill and guide were placed on the back table, the scrub technician observed that the molded plastic had bound around the drill, preventing removal. It was also reported that prior to drilling, the scrub technician engaged the power to ensure the drill was not wobbling, and no wobbling was observed. This issue was discovered during a procedure performed on (B)(6) 2026. Additional information was received on 19-jan-2026: this occurred during a biceps tenodesis procedure. The fibertak anchor was not implanted. No breakage occurred inside the patient, and no fragments were present or required retrieval. The case was completed using an ar-3671ds fibertak biceps disposables kit. There was no surgical delay, and no additional anesthesia was administered.